Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found that the incorrect real-time telemetry battery voltage measurements are the result of high internal battery resistance. The device is part of the advisory for this model.

Event description:
The device was returned to the manufacturer after being explanted due to elective replacement indicator. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.